Manufacturer narrative:
Date of event is estimated based on date of awareness. No date was provided in the complaint.

Event description:
According to the complaint, on an unknown date, a used needle was thrown into the garbage bag without using the safeguard. When a nurse then tried to throw the garbage bag away, she was pricked by the used needle. According to the hospital's rules, safeguards shall be used and thrown into the special plastic trash can. This case is therefore considered a user error.

Manufacturer narrative:
The cause of the reported problem could not be investigated due to lack of product data. Furthermore, the case have been reported as an use error.